Event description:
Celect ivc filter found to be multiply fractured, 2 arms broken off, one retained locally but loose in ivc and other in two pieces, both extravascular, one recently seen to move from near ivc to between right kidney and psoas (1 month interval b/CT scans). Intravascular fragment and tip embedded filter removed with forceps. Extravascular fragments left for now. FDA safety report ID# (B)(4).